Event description:
The contact stated the customer's blood glucose readings had been lower than usual. While troubleshooting, the contact performed control tests and received a result of "lo." A control range was not provided for the test strips, but it should be around 95-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.